Event description:
On 12/29/25 18:45 issue: inaccurate reading details: she stated that she has an arm bpm s/m size since almost three years ago and she got it through her insurance. She stated that the machine it started to give her inaccurate reading turns on and off by itself, she said that based on those reading she went to the ER to confirm since in the past she had a heart attack and when she got there it was fine. They did a test with ours and gave her high reading. I advised her that she might need to change the batteries and she said that she did all of that already. Based on the time that she has with the machine I let her know that we can't do a replacement and refer her to our website but she said that she wanted this thru her health insurance advise her to talk to her doctor in that case so they can do an rx for her. She is a spanish speaking customer. Dop: almost 3 years ago doe: unknown, 1 yr wrnty pop: thru health insurance on 12/29/25 called customer to ask some question requested by pharma, didnt answer left her a voicemail requesting a call back. On 12/31/25 15:32 I contacted the customer for follow-up regarding her blood pressure monitor. She confirmed she still has the device but stated it gives higher readings than expected. Three days ago, due to elevated readings and a prior heart attack, she went to the hospital where her blood pressure was checked; hospital readings were slightly above 120, while her monitor showed readings around 154. She was discharged the same day (3 days ago-29th) and advised to continue lisinopril and metoprolol. She reported she follows with a cardiologist and has an upcoming appointment, and explained that her blood pressure spikes are related to ongoing diverticulitis and colon issues, including recent infections, rather than chronic hypertension. She stated she is feeling well today and reported her current weight as 114 lbs. She advised she has an appointment with her primary care doctor on (B)(6) to obtain a prescription for a new device for evaluation but prefers to wait until after the holidays/new year; she also agreed to provide the serial number at a later time, as she was busy and had visitors.

Manufacturer narrative:
Root cause analysis: 1. Investigation confirmed that the consumer has a pre-existing history of heart disease. 2. The consumer was recently diagnosed with diverticulitis and colonic issues. Therefore, the root cause of the blood pressure fluctuation is determined to be related to the consumer's own health condition, not the device. Corrective actions: 1. Revise the instruction manual to add that sudden illnesses or chronic diseases of consumers may lead to unstable blood pressure. Blood pressure monitoring and adjustment should be carried out under the guidance of a doctor, and self-medication should be avoided. 2. Conduct a <customer complaint risk assessment> on the above customer complaint issues. 3. In response to the above customer complaints, in accordance with the adverse event control procedures, it is classified as a medical device malfunction and should be reported to the FDA as a emdr report. Effectiveness verification: 1. The content of the manual has been revised; for details. Please refer to the attachment. 2. The above customer complaint issues have been evaluated in the <customer complaint risk assessment>.please refer to the attachment.. 3. A report has been submitted to emdr.